Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time was triggered (B)(6) 2015 at 02:15:00.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: 1570 st jude lead, implanted: (B)(6) 2006,; (B)(4), stent graft implanted: (B)(6) 2012; (B)(4), stent graft implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient's spouse that the patient's device "didn't do it's job" as the patient passed away. It was also reported by the patient's spouse that the patient's cardiac resynchronization therapy defibrillator (crt-d) battery depleted earlier than expected. The cause of death has been requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst commented that a firmware initiated power on reset (por) with no reason given occurred on (B)(6) 2015. A charge time out (cto) occurred on (B)(6) 2015. Both the por and cto occurred after patient death on (B)(6) 2015. The por and cto resulted from excessive cumulative charge time of 962.52.

Event description:
Additional information was received from the patient's clinic which reported the patient's cause of death as cardiomyopathy. It was also reported the patient experienced ventricular fibrillation (vf) arrest while at home, and was stabilized at the hospital but later passed away. The information received also indicates that the device was last checked approximately 3 months before the patient's death and no detections were reported.